Manufacturer narrative:
Product analysis #705156156:, equipment used: vis (m-81805), 203cm ruler (m-83360), drawing(s) referenced: dwgsreact-68 rev. J , as found condition: the react 68 catheter was returned for analysis within a shipping box and within a plastic bio-pouch. ¿ visual inspection/damage location details: the react 68 catheter hub was found in good condition. No bends or kinks were found with the react 68 catheter body. No damage was found with the react 68 catheter distal tip. ¿ testing/analysis: the react 68 catheter total length was measured to be ~140.0cmand the useable length was measured to be ~133.5cm which is within specifications (specification: 132cm +3/-0cm). The react 68 catheter was flushed, water exited from the distal tip. An attempt was made to aspirate the react 68 catheter using both a 10ml and 20ml syringe and water. Difficulty was encountered aspirating the water through the react 68 catheter. The react 68 catheter was dissected and the inner liner of the distal ~2.0cm of the react 68 catheter was found delaminated. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter occlusion¿ report was confirmed. The damage found with the inner liner (delamination) likely contributed to the event. If the inner liner is damaged when aspiration is applied this will cause the inner liner to pull away and collapse, preventing any suction from reaching the catheter tip, cutting off flow. However, the cause for the damaged inner liner could not be determined. (Rosaj10 2022-11-16) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported when a 30ml syringe was connected to the body for negative pressure suction, the pressure was very high. It was hard to pump water, let alone a thrombus. The cause was unknown.